Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge intermittently displayed an inaccurate fill estimate. Additionally, the pump battery was observed to deplete rapidly and the touch screen was unresponsive. The customer declined follow up contact from tandem technical support, therefore no additional information could be obtained.